Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "50ml ops syringe was wrapped with foil (light sensitive drug) and inserted to perfusor space infusion pump. There was 21 ml of liquid in the syringe and the rate was set to 1,2 ml/h. However, it took only 6 hours to emptied the syringe...so rate was appox. 3.5 ml/h. The nurse was not sure that the correct syringe was chosen from the menu."

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. On the date of event the history log files revealed no abnormalities. The device showed signs of heavy usage and was heavily contaminated. The device blocked after it was turned on, while our investigation it was detected that a spill blocked a cog wheel. After the spill was removed a long term test was performed successfully. Following a delivery accuracy measurement according (B)(4) was arranged. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.